Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their previous hcp, had put in their first implant and when they went to have their current implant placed, it was so close to the surface of their skin their current hcp , told the patient he thought it was "going to pop through" from under their skin and that he'd never seen one so "dangerously close to the surface". The patient stated "I mean, yeah, there was like one paper thin layer of skin over it so he wanted to get me in for a procedure right away and he did and I was glad because that thing was door knob height, it hit every door knob, it was right there." The patient stated they were glad dr. Adjusted it had done a "good job." Ps did not ask any further questions about the patient's reported historical events as they were focused on the reason for the call and redirected the patient to follow up with their hcp to address their conc erns and to check the implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.